Manufacturer narrative:
Concomitant medical products: 0185 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator¿s (ICD) anti-tachycardia pacing therapy appears to have accelerated the patient¿s rhythm. The rhythm was subsequently broken with a high energy shock. The device remains in use. No further patient complications have been reported as a result of this event.